Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the clinical data file was provided. Review of the clinical file confirmed loss of ECG signal, coinciding with pads off messages. The cause of these messages cannot be verified with the log alone, however the pads off and high patient impedance is often an indication of poor coupling. This can be caused by several factors outside of a device or accessory malfunction including but not limited to poor connection from the device to the mfc, poor connection from the mfc to the pads, poor patient prep, patient skin condition, or poor connection from pads to the patient. Without the pads, no further evaluation can be performed. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.